Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, post-paced t-wave oversensing was observed on a stored recording of non sustained lead noise episode. Oversensing on the near field channel resulted in the non sustained lead noise trigger. The device was reprogrammed successfully and remains implanted.